Event description:
On (B)(6) 2001, a bifurcated gore-tex stretch vascular graft was implanted to repair an abdominal aortic aneurysm. The proximal end of the bifurcated vascular graft was anastomosed end-to-end with the aorta. The left leg of the graft was anastomosed end-to-end to the left common iliac artery and the right leg anastomosed to the internal iliac artery. It was reported to gore that after the patient was discharged, a seroma was observed surrounding the implanted graft and gradually expanded. On (B)(6) 2003, open surgery was performed to remove the seroma. The patient tolerated the procedure.

Manufacturer narrative:
Lot number information was not provided and the device was not returned. Attempt(s) to acquire information required for this form was made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable, or was not applicable.